Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in australia notified biomérieux of potential misidentification of haemophilus influenzae as brucella in association with vitek ms instrument (ref. (B)(4), serial number (B)(4). Customer reported a wrong ID obtained with vitek ms. Results are summarized below: system and patient information: system: vitek ms sn (B)(4). System kb: 3.2. Patient ID: (B)(6). Accession number: (B)(4). First testing result vitek ms: brucella second testing result vitek ms: haemophilus influenzae at the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health an investigation has been initiated.

Manufacturer narrative:
A customer in australia notified biomérieux of potential misidentification of haemophilus influenzae as brucella in association with vitek ms instrument (ref. (B)(4), serial number (B)(4)). Customer reported a wrong ID obtained with vitek ms. Investigation: batch history record and complaint trend analysis: there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results: context: vitek ms. Mode : ivd. Knowledge base (kb) version : 3.2 (cli). Issue type : misidentification as brucella spp instead of haemophilus influenzae. Vitek ms result (lab ID 22434969). One single choice to brucella melitensis. Eight single choice to haemophilus influenzae. Other method : unknown. Expected ID: unknown as no identification reference method was performed. Culture conditions: origin: human ear swab. Culture media: hba plate. Incubation: 48 hours. Issue date: (B)(6)2023. Fine tuning date before the issue: (B)(6) 2023. Impact & workaround: there were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. An analysis has been done regarding the complaints recorded for a misidentification due to a non optimal spot preparation, fine tuning drift and kb weakness. Since january 2016, one similar complaint has been recorded, from a different customer, (case (B)(4)). One isolate of haemophilus influenzae was misidentified as brucella suis. Investigation: 1. Complaint trend analysis and device history record: referring to (B)(4) - technical complaint trend analysis using the cstat application , there is no out-of-control alert, or a non-confirmed out-of-control alert in cstat for now. We checked the period from (B)(4) 2022 to (B)(4) 2023 for the error code ivd mis-identification - f871. Investigation: fine tuning: according to the vilink alert tool criteria, fine tuning was needed during the tests performed the (B)(4) 2023. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. It needs to be verified with the customer. Kb review: the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis: analysis of mzml sample files show that the spectra which gave the misidentification to brucella melitensis has a low number of peaks (48 peaks). Moreover, this misidentification was obtained with a low identification score (-0.29) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4).this could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator). By reprocessing the customer data with next vitek ms kb v3.3 (in development), spectra which gave misidentification results as brucella melitensis led to no identification. This issue was fixed by the vitek ms knowledge base version 3.3. An update will be launch soon. Related to the misidentification as brucella, csn # 4989 was published about potential misidentification as brucella spp with kb v3.2. These incorrect organism identifications have been observed in conjunction with degraded spectra (linked to a non-optimal spot preparation or a non-optimal fine-tuning). Conclusion: root cause analysis: non optimal spot preparation. Fine tuning that has drifted under the vilink alert tool criteria. Kb weakness linked with the bad quality of spectra.